Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation, one image was received which could not identify the stent structure, nor sizing. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061001c vascular stent allegedly foreshortened. It was further reported the stent was post-dilated to complete the procedure. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year-old male that weighed (B)(6) kilograms.